Manufacturer narrative:
Upon additional information this event will be updated.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) had an atrial fibrillation arrhythmia which accelerated to a ventricular fibrillation arrhythmia and the patient experienced syncope. At this time no additional information is available. This device remains implanted.